Event description:
Customer reported that on (B)(6) 2014, her adc blood glucose meter provided a low reading of 20 mg/dl. Customer further reported she experienced symptoms described as inability to eat, stomach pains, and vomiting. Customer called the paramedics and upon their arrival, she was "given 2 bottles of (unknown) IV fluid", and transported to the emergency room. Customer reported a reading of 200 mg/dl was obtained on the doctor's meter but could not recall what, if any, diabetic diagnosis or treatment was rendered at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. No product investigation will be undertaken as issue is related to the use of expired test strips. Label copy of the precision xtra blood glucose meter instructs the customer to only use precision xtra blood glucose test strips within expiry. All pertinent information available to abbott diabetes care has been submitted